Event description:
It was reported that the customer fell and was hospitalized. The customer stated that the doctor checked her for blood clots. The customer stated that the hospitalization was diabetes related. Customer's blood glucose levels at the time of hospitalization 115mg/dl. The customer also received calibration errors and advised that the insulin pump was not calibrating. Customer stated she treated with glucose tablets. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.